Manufacturer narrative:
As received, a complete lead was returned for analysis without the guidewire. Visual inspection did not find any anomalies. During the mechanical inspection the guidewire was able to be fully inserted and removed successfully without any difficulties. Electrical inspection did not find any conductor fractures or internal shorts. The s-curve hump height was measured within specification. The root cause of difficulties inserting the guidewire being inserted into the lead was not confirmed.

Event description:
Difficulty was encountered during attempted insertion and removal of the guidewire from the lead during implant. A different lead was used to complete the procedure without further incident. The patient was stable.